Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to the driveshaft not being at "home" position which is likely caused by user error. Unrelated to the reported complaint, a cracked and a damage load plate cover were observed on the autopulse platform during visual inspection. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance was also identified. These types of physical damages and faulty drive shaft on the autopulse platform are characteristics of normal wear and tear. The autopulse platform is a reusable device and was manufactured in december 2013. The device has been operating for over 5 years and has exceeded its expected serviceable life of 5 years. To remedy the issues identified, the damaged covers were replaced and the faulty driveshaft was deburred. During archive data review, multiple ua45 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the autopulse platform was powered on. Thus, confirming the reported complaint. To remedy ua45, the drive shaft was rotated to "home" position by using the administrative menu. The autopulse platform was re-evaluated and passed all functional tests. The platform is ready for clinical use. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Historical records were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - ua45 (not at "home" position after power-on/restart) error message upon powering-up. Customer was unable to clear the advisory. No patient involvement.